Event description:
Customer states via phone call that he had problem with several reservoirs. Customer also states that there was no trouble shooting performed to confirm where the leakage occurred. The blood glucose reading is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.